Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no report of a malfunction of a da vinci system, instrument, or accessory during the procedure. The cause of the bleeding is unknown. A review of the site's complaint history does not reveal any related or duplicate complaints involving this event. A system log review could not be performed since there is unconfirmed product/event information. No image or video of the procedure was provided. This complaint is being reported due to the following conclusion: it was reported that during a davinci assisted surgical procedure, the patient experienced a blood loss of 2.7 liters. As a result, the patient had a drug and volume replacement therapy. It was also reported that the procedure was converted due to intensive medical reasons such as co2 retention and acidosis. At this time, the root cause of the patient's operative complication is unknown. However, it was confirmed that there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was initially reported that after undergoing da vinci-assisted surgical procedure, the patient experienced 2.7 liters (l) of blood loss. The issue was noted to have been resolved with no further adverse effect to the patient. It is unknown whether additional medical/surgical intervention was or will be administered as a result of this issue. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 23-apr-2021, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: the event date was (B)(6) 2021. A malfunction of an isi system, instrument, or accessory did not occur. The system, instruments, and accessories were inspected prior to use. A robot-assisted kidney exposure and partial resection with conversion to open surgical lumbar nephrectomy on the left were performed. In the case of a negative rapid cut result and an unclear site (toxic fat etc., decision to convert, and finally nephrectomy), blood loss of approximately 2700 ml occurred. The co2 retention and acidosis were the main reasons for the conversion to open surgery. As a result, an open surgical lumbar nephrectomy on the left was performed. Intensive care measures, drug and volume replacement therapy, 7 erythrocyte concentrates, and 4 fresh frozen plasmas were administered due to the intra-operative complications. The bleeding was observed from the kidney and occurred intra-operatively. No bleeding was observed postoperatively. There is no allegation that a da vinci procedure caused or contributed to the bleeding. The surgeon noted that the procedure was also converted due to intensive medical reasons such as co2 retention, acidosis, and toxic fat so the tumor could not be reliably localized or delimited (1st resection = no malignancy). The following patient demographics were provided: male, date of birth (B)(6), 170 cm, (B)(6) kg. The patient was obese and had a left kidney tumor (7.4 cm, renal score 9, ed (B)(6) 2021). The patient had been discharged on the 4th postoperative day. During a planned checkup in the urological outpatient clinic on (B)(6) 2021, the following was noted: "the patient feels a little weakened, otherwise good. Pain only persists after physical exertion. Then he would take novalgin if necessary. No fever. Joint pain. Physical examination: abdomen soft, scars non-irritating, kidney beds free on both sides. U-stix: 0 leu / ml, nitrite pos. 0ery / , ph 6.0."

Manufacturer narrative:
On 26-apr-2020 and 27-apr-2022, the following additional information was received from the site regarding this event: the blood loss was confirmed to have occurred intra-operatively, not post-operatively. It was indicated that the intra-operative bleeding (2.72 l) happened after clamping tree arteries. It was confirmed that the main reason for the procedure conversion was due to ventilation problems caused by the co2 retention and high acidosis. The patient was discharged on (B)(6) 2021. The blood loss and conversion were determined to be definitely related to the procedure. During re-hospitalization for gouty arthritis on (B)(6) 2021, the patient was diagnosed with an unclear infection. The infection resulted with prolongation of existing hospitalization. The patient was discharged on (B)(6) 2021 and the event was noted to have been resolved on (B)(6) 2021 with no sequalae. On (B)(6) 2021, the patient was re-hospitalized due to a second gout attack. The patient had a recurrence of painful inflammation in the left ankle joint as result of gout. The event was resolved with no sequelae on (B)(6) 2021. The event was noted as being unrelated to the procedure or medical device, but was possibly related to the patient's underlying condition.